Event description:
The patient called lifescan and alleged the one touch basic enhanced meter was powering off during use. A medical professional was contacted for advice. No treatment given. No symptoms of high or low blood glucose and no action taken by the patient following attempted use of the meter. The meter and test strips were replaced and return expected.